Manufacturer narrative:
D02- intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed/replicated the customer reported complaint. The instrument was found to have damage to the conductor wire¿s insulation. The instrument passed the electrical continuity test. The root cause of this failure is attributed to a component failure. A review of the device logs for the fenestrated bipolar forceps (part# 470205-17 / lot/serial# (B)(6)) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2020 via system serial# (B)(6). There were 3 uses remaining after this last usage.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An RMA has been issued to the customer requesting to have the instrument returned; however, isi has not yet received the fenestrated bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. The batch sequence number for the product's lot number was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. There was no photo or video provided by the site for review. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. This complaint is being reported because a bipolar instrument with damaged conductor wire insulation could lead to inadvertent energy transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that after a da vinci-assisted prostatectomy surgical procedure, the customer stated that the fenestrated bipolar forceps (fbf) was noted to have damage on the insulation wire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with reporter and obtained the following information: the fbf instrument and accessories were inspected prior to use. The customer confirmed that the instrument worked without issues. The settings used on the generator were cut: 3 and coag: 3. The instrument was not removed from the arm at any time prior to the event. There was no report of a collision with any other instrument or tool during procedure. There was no report of patient injury. The patient has not returned to the hospital due to experiencing any post-surgical complications.